Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 3 was failed and was not recoverable. A field service engineer (fse) found a faulty inseparable magnet latch on main full height drawer 3, replaced the latch on main floor height drawer 3 and recovered the drawer. However, a secondary issue where the screw sheared off at the latch catch was identified. As a result, a new drawer required to be ordered and dispatched to the site. The lead manager was informed of the findings and the next steps. The fse confirmed that it was a postponed error and informed pharmacy technician that the ticket was originally opened by customer for a helmer bin issue in a procedure room. The fse closed the ticket as per the customer request and no further issues were reported with the device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, full height cubie drawer 3 was failed and was not recoverable. Customer mentioned there was no lights on the board attached to the back of the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.